Event description:
There was no pt involvement in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2013. There were multiple manual power-ups, some of ten min duration, between (B)(6) 2013 and (B)(6) 2013. Investigation confirmed the device software was upgraded to software version 3.2.0 using the heartsine samaritan pad universal upgrader on (B)(6) 2013. The device underwent routine testing and it was found that there was a fault with the device membrane. Investigation confirmed that the upgrade of the device had no bearing on the membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.